Event description:
Customer reported images are black during a case. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem, noticed some cases did not have auto contrast/brightness turned on. System operates as intended. This MDR is related to ge healthcare complaint number.